Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail breakage is located in the upper distal lateral/medial nail hole; no drill marks were found within the nail hole, furthermore no signs of an inserted screw. Therefore it can be assumed that the hole was not filled with a screw. The breakage lines are smooth, furthermore lines of rest were visible on both breakage surfaces; both indicate a fatigue fracture. The customer reported that a non-union was detected, means the bone fracture was not healed to the time of the nail breakage. The IFU lists non-unions as adverse effects that can lead to implant failures like breakages. Based on all facts the nail breakage is attributed to the patient conditions. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that on (B)(6) 2015, t2h 3x4 surgery was performed. After that, the nail broke when the patient twisted his arm. The fracture has become to the nonunion. The surgeon extracted the nail and fixed with a plate and bone graft on (B)(6) 2016.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2015, t2h 3x4 surgery was performed. After that, the nail broke when the patient twisted his arm. The fracture has become to the nonunion. The surgeon extracted the nail and fixed with a plate and bone graft on (B)(6) 2016.